Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that during deployment of the stent, while the thumbslide was advanced for the final deployment stroke, the tip became caught within the stent wires resulting in the reported difficulty removing, stent migration and tip separation; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal and distal superficial femoral artery (sfa). The reference vessel diameter was 5 mm and atherectomy was not used. The vessel was prepared with a 6mm balloon. The entire vessel proximal and distal to the lesion were heavily calcified. The 5.0x120 mm supera self-expanding stent system was advanced to the target lesion and the stent was deployed successfully in the distal sfa. It was confirmed under fluoroscopy that the stent emerged from the sheath and was fully released. The delivery system was removed without fluoroscopy and the thumb slide was fully retracted to the start position and both the system and deployment levers were locked prior to removal. Resistance was noted during removal due to the anatomy and the unspecified guide wire remained in the patient. During imaging review, it was observed that the deployed stent had been moved proximal (remained in the target lesion) and the tip of the delivery system was left on the guide wire. A 5fr catheter with a 6fr sheath were advanced to attempt to remove the guide wire and the tip; however, the tip came off the guide wire, and went down the peroneal artery. A snare was then used to successfully remove the tip and the guide wire. Two additional unspecified supera stents were deployed in the distal and mid sfa as planned to complete the procedure. The patient is stable. There was no clinically significant delay in the procedure. No additional information was provided.